Manufacturer narrative:
No information was provided. Date of event: exact date of event was not provided. Report date of (B)(6) 2019 was used as the d.o.e. The sample was not returned for evaluation. The root cause was unable to be determined without the sample. Additional details, photos or samples are needed for further analysis of the issue. 3m will continue to monitor.

Event description:
A hospital employee alleged the surgery department discovered a crack in the tubing of a 3m¿ ranger¿ high flow warming set (model 24370). No patient or staff injury was alleged. No further details were provided.